Manufacturer narrative:
Clarification to b3: "diagnosed shortly before christmas 2024" was reported. Clarification to d6a: partial date of (B)(6) 2014 provided. Clarification to d6b: "beginning of 2025" was reported.

Event description:
Patient reported through company's representative "pain in the breast", "worries by recall" and "rupture". This record is for an unknown side. Device was explanted.

Event description:
Patient reported through company's representative "pain in the breast", "worries by recall" and "rupture". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.